Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected and reddish foreign material was found inside the pebax, pebax was wrinkled and no holes were observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial flutter left (l-afl) with a thermocool® smart touch® sf uni-directional navigation catheter and during ablation, the catheter icon jumped out of the carto image. Additionally, the shaft was hatched and the catheter showed inaccurate force reading (grey numbers). After catheter removal from the patient, it was visibly blood and liquid in the see-through shaft-part at the magnetic sensors. Catheter replacement resolved the issues. No physical damage was observed at the pebax (see-through shaft-part). Fluoroscopy was available and showed, that the "jumping" and hatching was not real. Ultrasound was not used during the procedure. No adverse patient consequences were reported. The jumping icon, force issue, and foreign material inside the pebax issues are not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The bwi failure analysis lab (fal) received the device for evaluation on 8/29/2018 and fal findings dated 08/29/2018: catheter was found with reddish material inside pebax. The reddish material inside the pebax is not reportable. This complaint is now reportable. The fal findings dated 09/13/2018: scanning electron microscope analysis showed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. The hole on the surface of the pebax has been assessed as reportable. The awareness date has been reset to 9/13/2018.